Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to insulin pump not informing her that insulin was not being delivered due to bent cannula. The customer¿s blood glucose level was 500 mg/dl. Troubleshooting was not performed. The insulin pump will not be returned for analysis.